Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: indication on grip is peeled, switch 1 has a cut, flexibility adjustment ring has a scratch, air/water cylinder has no color, suction cylinder has no color, forceps channel port has a scratch, due to a cut on heat shrinking tube of forceps elevator lever, expected insulation capacity cannot be obtained, plug unit has corrosion due to water leakage, cable unit has corrosion due to water leakage, due to corrosion on plug unit, a noise image occurs, due to a pinhole on bending section rubber, water tightness is lost, due to burn on plastic distal end cover, insulation resistance value at distal end does not meet the standard value, due to nozzle clogging, amount of water contact does not meet the standard value, due to wear of angle wire, bending angle in right direction does not meet the standard value, image guide protector has a scratch, objective lens has a crack, light guide lens has a crack, light guide lens discolored, adhesive around lenses worn out, bending tube is deformed, connecting tube has a scratch, universal cord has a scratch and universal cord coating peeled off. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope had no air coming. The issue was found during an unknown event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: air/water nozzle is clogged with black rubberized foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the event, ¿aw-nozzle was clogged with black rubberized foreign material¿, was confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. The foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage from a-rubber. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): ¿ detection methods are written in IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. ¿ prevention measures are written in IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.